Event description:
Hosp advised that an overinfusion of morphine occurred. Hosp also advised that this occurred on two other occasions. However, event and pt details are not available. There was no pt consequence.